Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) had replaced pneumatic module assy. Full pm procedure performed without any leaks detected. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received pneumatic module. This part was received with a reported unit failure message of leak tests failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the pim into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of leak diff. Pressure tests failed with result of -188mmhg, the factory specification is +-10mmhg; also verified fill valve diff. Pres. Failed with result of 17mmhg, the factory specification is +-12mmhg. Pim failed testing. Retaining pim in the fat dept. As per procedure 0002-07-d008 rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.